Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 100 bd vacutainer® ctad blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: ctad tubes fill very little despite very good blood flow. Dialysis incident with almost all of the tubes in this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® ctad blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: ctad tubes fill very little despite very good blood flow. Dialysis incident with almost all of the tubes in this batch.